Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital for vt evaluation. During device check, an alert for elective replacement indicator was observed. At the previous device check, an appropriate charge time and an estimated longevity of over 6 years were observed. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.